Event description:
Major pump unit(s) involved: external control system failure. Specific component(s) involved: driveline malfunction.

Event description:
Major pump unit(s) involved: external control system failureadditional text: percutaneous leadspecific component(s) involved: driveline malfunctionadditional text: red heart allarm in tethered modeother component:causative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): replacement of other component, specifyother intervention :implant device type: lvadmalfunction device type: